Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized for diabetic ketoacidosis for more than 24 hours on (B)(6) 2024. Blood glucose levels were reported to be 355 mg/dl during the hospitalization. The patient administered manual injections on their own to treat diabetes but was unable to lower the levels. The patient had blood and urine ketones present. In the hospital, the patient was given an intravenous insulin drip. No further information available.